Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on all electronic assembly. Moisture damage was found on motor home switch. No constant tone or vibration anomaly noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump went blank immediately after being exposed to moisture. The customer's blood glucose was 128 mg/dl at the time of incident. The customer stated that there was a constant tone occurring on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.